Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv line separated. The following information was provided by the initial reporter: material no: 2426-0500, batch(lot) no: 20063287. It was reported it appears to be another line separation issue. Additional information (customer response) 05-aug-2020: can you provide a description of the event? Tubing appears to have suffered complete tubing separation, but item is hazmat bagged and without event details I am uncomfortable opening it in a non clinical setting. Please provide material and lot #¿s for tubing: what was the date and time of the event? Unknown ¿ product turned over to materials tech 7/27/2020 evening shift. Was the tubing set attached to a patient at the time of the event or occurred during preparation/setup or when taken out of package? Unknown ¿ product is fully loaded with saline and wet, so appears to have occurred mid therapy. If patient involvement; was there any effect on the patient from the event? Not documented. Did the event involve a death? If yes, date of death: time of death: cause of death: not documented, but assume no. Did the event involve a serious injury? If yes, date: time: description of injury: not documented, but assume no. Was there a delay of, or change in, the course of treatment due to the event? Please explain: not documented, assume delay while new line was strung and primed. Where did the event occur? Unit: med surg on 6th floor based on available information.

Manufacturer narrative:
The customer reported it appears to be another line separation issue. Received was a used separated primary set model 2426-0500 with three packages lots 20063287. The separation was at the engagement between the lower fitment p/n tc10006063 and tubing p/n tc10013433 components. The set was visually inspected for kinks, holes/tears in the tubing, or damages to the components. No other issue was observed. No functional testing was necessary due to the obvious separation. Visual inspection under magnification of the separated tubing end observed insufficient solvent traces. When aligning the separated tubing end's depth with the lower fitment, based on the slide clamp indentation along the tubing, a gap was observed indicating that the tubing was not fully inserted. Dimensional analysis of the tubing's outer diameter observed it was within specification of 0.164 ± 0.003 inches. Further visual inspection of the lower fitment opening observed no issue or abnormality. Further handling/tug of the rest of the set's tubing engagements observed no separation. Equipment used (inspection and measurement performed on 2(B)(6)2020): - ram optical instrumentation/eq08204/calibration due date 05feb2021 the device history record for model 2426-0500 lot 20063287 shows the set was manufactured on 10jun2020 with a total of (B)(4) units. There were no quality notifications issued during the production build of this set. The customer's report of a line separation was confirmed. The root cause was identified as due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. Bd manufacturing facilities are aware of insufficient solvent on critical joints and a systemic investigation (dir 10000335005) to identify other potential root cause for leak and separation issues has been initiated. The specific nogales facility has initiated corrective actions (CAPA 1027651) to address potential root causes. This issue will continue to be monitored for an increase in frequency. H3 other text : see h10

Event description:
It was reported that as lvp 20d dehp 3ss cv line separated. The following information was provided by the initial reporter: material no: 2426-0500 batch(lot) no: 20063287. It was reported it appears to be another line separation issue. Additional information (customer response) (B)(6) 2020: 1. Can you provide a description of the event? A. Tubing appears to have suffered complete tubing separation, but item is hazmat bagged and without event details I am uncomfortable opening it in a non clinical setting. 2. Please provide material and lot #¿s for tubing: 3. What was the date and time of the event? A. Unknown ¿ product turned over to materials tech (B)(6) 2020 evening shift. 4. Was the tubing set attached to a patient at the time of the event or occurred during preparation/setup or when taken out of package? A. Unknown ¿ product is fully loaded with saline and wet, so appears to have occurred mid therapy. 5. If patient involvement; was there any effect on the patient from the event? A. Not documented 6. Did the event involve a death? If yes, date of death: time of death: cause of death: a. Not documented, but assume no. 7. Did the event involve a serious injury? If yes, date: time: description of injury: a. Not documented, but assume no. 8. Was there a delay of, or change in, the course of treatment due to the event? Please explain: a. Not documented, assume delay while new line was strung and primed. 9. Where did the event occur? Unit: a. Med surg on 6th floor based on available information.